Manufacturer narrative:
Zimvie complaint number (B)(4) g4: premarket identification k013227.

Event description:
The doctor reported an implant fracture after four and a half years, resulting in tooth mobility followed by the extraction of the implant. Patient suffered from pain. Tooth location 36. Procedure was not completed.